Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 27 feb 2019 arjo was informed about the safety side malfunction on citadel plus, which occurred in (B)(6) in the us. The malfunction was observed after transfer of the patient (36 years old male weighing 450 ibs) from the intensive care to the medical-surgical unit. The safety side (plastic part) detached fully from the bed's frame. No injury or other medical consequences were reported. The interview carried out by arjo representative revealed that the width extension frame was reduced from 41" to 36" for the time of the patient's transfer and it was not extended out when the transfer was completed. It was indicated that the nurse heard a bed alarm at night and went to the patient's room. She observed that the patient was lying on the side and the left safety side completely detached from the bed. The patient was transferred to another bed and the defective one was removed from use. Based on the gathered information, the most probable cause of the safety side detachment could be determined as use error- the agitated patient broke the safety side to make an additional place for himself. Based on the preexisting medical condition, the patient was obese and used alcohol and drugs. It needs to be emphasized that citadel plus bariatric care system meets the requirements of standard iec 60601-2-52 for medical devices, according to which: "side rail latched/locks shall remain secure when subjected to the forces of normal use" "side rail shall be designed to withstand the forces applied during reasonably foreseeable misuse over the product life cycle without creating an unacceptable risk. The compliance was confirmed by the following tests with the side rail in the upper position: a) lateral force cycling test. Exert a force of 100 n that is perpendicular to the side rail at the top middle section of the side rail, repeat for 3 000 cycles. B) longitudinal force cycling test. Exert a force of 100 n on the side rail in the lengthwise direction of the side rail, repeat for 3 000 cycles. C) vertical force cycling test. Exert a force of 100 n on the uppermost part of the side rail in the vertical direction of the side rail, repeat for 3 000 cycles. Moreover, the standard requires to verify side rail strength and latch reliability exerting a force of 750n on the uppermost part of the side rail in the vertical direction of the side rail. Durability of the panel against lateral forces is checked by applying 500n to the safety side. Additionally, it needs to be pointed out that 100% manufactured citadel plus beds are checked during quality inspection gate to verify the required product specifications and check whether the acceptance performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record for serial number (B)(6) has been reviewed for this specific device and no anomaly was found. Taking into account all above it can be concluded that the additional force applied to the safety side contributed to the safety side detachment- use of the device not according to its intended use. In summary, the safety side was reported to detach during use with the patient and from that perspective, the citadel plus bed did not meet manufacturer's specification. Upon the investigation conducted we were not able to determine that the use error contributed to the claimed malfunction. Although no adverse event occurred, the complaint was decided to be reportable on potential as the safety side detached from the bed what under specific circumstances could pose a risk of patient fall.

Event description:
On (B)(6) 2019 arjo was informed about the safety side malfunction on citadel plus, which occurred in (B)(6) medical center in the us. The malfunction was observed after transfer of the patient ((B)(6) years old male weighing (B)(6) lbs) from the intensive care to the medical-surgical unit. The safety side (plastic part) detached fully from the bed's frame. No injury or other medical consequences were reported.